Event description:
On (B)(6) 2015, dentist reported a case of a patient who required endodontic treatment. The patient, a (B)(6) male, had an onlay made from 3m espe lava ultimate cad/cam restorative for cerec on tooth #14, which was placed on (B)(6) 2012. The tooth had a history of a large filling with decay underneath it. The dentist stated that the onlay was leaking and had decay beneath it; the root canal was performed on (B)(6) 2013.